Event description:
The patient was having wound vac therapy and dressing changes. A piece of black foam was left in the wound and not discovered for approximately 2 weeks.====================== health professional's impression======================it did not contribute to the adverse event====================== manufacturer response for foam, v.a.c. Granufoam dressing======================manufacturer has inquired as to the details of the incident and was preparing a report for FDA report.